Event description:
It was reported that the patient had an atrial lead warning due to a decrease in impedence. Doctor has scheduled a lead revision, but lead is still currently in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.